Manufacturer narrative:
The field service engineer performed system adjustments and mechanical checks. He completed precision testing including ise check, calibrations and qc with acceptable results. . The field service monitored the ise qc results. The customer had some new ise issues after the service which was resolved by new electrodes and fresh calibrators. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated the cobas 6000 c (501) module produced several ise errors beginning on (B)(6) 2021. The customer performed troubleshooting and did not identify any visible leaks, contamination or crystallization. Calibrations and qc failed, but they eventually passed. The customer provided discrepant results for 1 patient sample tested for ise indirect na for gen.2. The initial na result was 127 mmol/l. This result was reported outside of the laboratory. The result did not match the blood gas results for the patient so the test was reordered. The rerun of the patient's sample gave a result of 137 mmol/l. The repeated result was deemed to be correct. A total of 10 questionable results were detected but were not released from the laboratory. The customer did not provide the results for these patient samples. The na electrode lot number and expiration date were requested, but not provided.